Manufacturer narrative:
Serial number was requested, but not provided therefore; the device manufacturer date is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that no external power events were observed on (B)(6) 2018 while the patient was connected the mobile power unit (mpu). The mpu power cable came loose from the connection with the mpu. During the event, the system controller¿s internal backup battery provided power to the pump as designed and there was no interruption in pump support. The remainder of the log file was unremarkable. Additional information was requested, but not provided.

Manufacturer narrative:
Serial number added.

Event description:
On (B)(6) 2018, it was reported that the no external power alarm occurred when the patient was camping and he connected to the mobile power unit (mpu) without it being plugged in. The patient realized the error and connected back to battery support. There were no reported problems with the mpu.

Manufacturer narrative:
Approximate age of device ¿ 10 months (calculated from the device manufacture date). The reported event of no external power event was confirmed through the analysis of the submitted log files. The log file captured a no external power event on (B)(6) 2018. This event occurred while the system controller was supported by an mpu and appeared to be a result of momentary power loss to the mpu. During this event the system controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once power was restored, the no external power alarm cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mobile power unit (mpu) used at the time of the reported event was not returned for analysis. The heartmate 2 patient handbook also provides a caution to the user that: "when moving the mobile power unit to a different location or ac power source, first connect the system controller to heartmate 14 volt batteries". This document also describes how to properly switch between power sources including from a mobile power unit to batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.